Manufacturer narrative:
The failure investigation has been completed and the alleged battery gauge issue was verified. Based on the analysis, the alleged minimum fill notification issue could not be verified.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.